Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the io could not be removed from the patient. Intervention - the patient was sent to the operating room for an orthopedic surgeon to remove the device. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the io could not be removed from the patient. Intervention - the patient was sent to the operating room for an orthopedic surgeon to remove the device. No patient harm reported. Note: it is reported that the ed nurse had only placed two io's. The doctor ((B)(6)), from the user facility, reports that the event was due to user error.